Event description:
It was reported that the advanced cement mixing bowl and 180-gram cement cartridge was being used in a procedure when the tip inch of the cartridge broke off. It was confirmed that no fragments of the cartridge fell into the surgical site. The procedure was completed using a back up, with no patient or user injuries and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the advanced cement mixing bowl and 180-gram cement cartridge was being used in a procedure when the tip inch of the cartridge broke off. It was confirmed that no fragments of the cartridge fell into the surgical site. The procedure was completed using a back up, with no patient or user injuries and no adverse consequences.

Manufacturer narrative:
Based on the investigation findings, cartridge breakage condition was confirmed. The cartridge was broken near the base (cement gun area). Based on the visual examination, this kind of rupture is characteristic of excessive pressure applied or doughy cement. Atypical purple cement mixture was observed on the returned unit. This indicates other ingredient was added to the cement mixture (in addition to the cement powder and liquid monomer). Potential root causes for the cartridge break include, but are not limited to: delivery of hardened cement/ use with viscous (doughy) cement. The instructions for use warns not to attempt to extrude the cement if excessive force is required. In this situation, the cement should be packed by hand. The excessive force can cause the cartridge to break. The exceeded working time can lead to cartridge breakage. Inadequate process control of molding. Possible cartridge molding process change, raw material degradation/alteration and/or mold wear. Inadequate part design/ material (void) and/or design of the cartridge are not strong enough to withstand the pressure of hardened cement when the late injection method is attempted. Acm device was used with different cement gun (incompatibility with other device).